Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6(evaluation method codes), h10.

Event description:
It was reported that during use on a patient, a helium leak was displayed in the cardiosave intra-aortic balloon pump (iabp). No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) reported that the helium tanks installed on the iabp were without a helium tank washer, thus leaking helium. The customer's biomed ultimately resolved the issue via installing a helium tank with a helium tank washer. The biomed, however, requested to have the unit evaluated. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. There was nothing unusual identified in the logs. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety tests, per factory specifications. The iabp was then released to the customer and cleared for clinical service. The full initial reporter name in (B)(6).

Event description:
It was reported that during use on a patient, a helium leak was displayed in the cardiosave intra-aortic balloon pump (iabp). No patient harm, serious injury, or adverse event was reported.